Event description:
The pt presented with an abcess following a laminectomy procedure. Serous drainage was noted coming from the wound. A 2-3mm dehiscence was noted. Pt required incision and drainage. The subcutaneous suture line was involved. Areas of granulation were encountered which appeared to have organized granulation tracking down the laminotomy site.